Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009. It was reported that she is unable to communicate with the ipg via the programmer. Several noninvasive techniques have been undertaken in an attempt to rectify the issue; however, none have been successful. An x-ray of the pt's scs system has been prescribed for further interrogation.